Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. Two mitraclips were implanted, reducing mr to a grade of 2. On an unknown date, the patient returned to the hospital for a follow up appointment and imaging showed one of the implanted clips had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4. On (B)(6) 2024 an additional triclip procedure was performed, and one clip was implanted, reducing tr to a grade of 1-2.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. The device was not returned for analysis. As it could not be determined which of the two clips had detached and resulted in slda; therefore, the lot history record review was performed for both the lots and identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history for both the lots identified no similar complaints from the lot. All available information was investigated and the reported slda associated with the clip detaching from the septal leaflet appears to be due to the patient conditions (thin leaflets). The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tricuspid regurgitation. Tricuspid valve insufficiency/regurgitation appears to be related to the slda. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.